Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, the ht70 ventilator generated a knocking sound when the oxygen blender was connected. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. Customer states he replaced the blender and the unit is functioning as intended.